Event description:
It was reported that the patients right lead had high impedances and was unable to have a magnetic resonance imaging (MRI). It was also noted that the patient still received adequate pain relief. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was kept by the medical facility.